Manufacturer narrative:
A compressor mini was reported giving water in the air going to a connected ventilator. A service franchise engineer verified the issue and reported that the drainage valve was faulty. No more info was provided and replaced parts were not returned for further investigation. The purpose of the drainage valve is to remove water collected in the water separator at regular intervals. The valve is closed in non-activated condition. During operation, the valve will be activated (open) for approx. 0.5 seconds twice every minute by the timing circuit on the pc board. Poor compressor air supply, for example caused by a leaking drainage valve, will generate alarms on both the compressor and ventilator to alert the operator. As no goods were returned for investigation, the root cause could not be determined. H3 other text : 4114.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the compressor caused the ventilator to be filled with water due to drainage valve issue. There was no patient harm. Manufacturer ref.#: (B)(4).